Event description:
The customer reported that the system intermittently was unable to perform fluoroscopy due to a saturation fault error. System functionality was recovered after a reboot. This resulted in a loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge representative evaluated the system but no conclusion can be drawn as further repair information is not available.